Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an ablation procedure, following ablation of the left inferior pulmonary vein (lipv), the patient's blood pressure dropped. The procedure was stopped and it was discovered that the patient had experienced cardiac tamponade. At this point the procedure was terminated. The patient was stable the following day, and hospitalization was extended an additional day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data file analysis on device 4fc12 with lot #30169 did not demonstrate a system notice related to the adverse event. A known clinical adverse event occurred during the procedure. No product was returned for analysis.